Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(4); product type catheter. (B)(4).

Event description:
It was reported that following a catheter revision/replacement (see manufacturer¿s report # 3004209178-2014-05821), the patient had a headache and csf (cerebrospinal fluid) leak. The csf leak was surgically repaired. The patient status was reported at ¿alive-no injury¿. The device system was delivering gablofen (2000mcg/ml at 350 mcg/day). There was no alleged product issue. Additional information has been requested, but it was not available as of the date of this report.